Event description:
International customer reported that a patient developed a fever and a purulent discharge from the surgical wound five days following an aortic valve replacement. The patient was prescribed antibiotics.

Manufacturer narrative:
Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7051 mfg: 08/2007 exp: 08/31/2012. Lot: jt7084 mfg: 11/2007 exp: 11/30/2012.